Event description:
It was reported by the customer "when nurse was removing the dilator the wings on the device broke off. Fortunately, she was able to manually manage to get the dilator out." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.